Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports that the connector is leaking or has completely disconnected during a feeding causing the food to spill everywhere.

Manufacturer narrative:
Submit date: 11/08/2016. A device history record of the sample lot# was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. No sample was provided for evaluation only a picture showing the enfit connector leaking; the picture does not show a detachment; only what appears to be a leak between the enfit female connector and the transition connector or the transition connector to the g-tube going to the customer. The sample is required to verify the integrity of the enfit connector for possible damage. A possible root cause could be that the enfit female connector is not adjusted correctly to the transition connector; the transition connector is not fitted correctly to the g-tube or damages (cracks) in the enfit body. No corrective actions will apply since failure mode has not been confirmed to any manufacturing issue. The complaint will not be considered as a detached component based on the picture sent and will be captured as a leak unless a sample is received and verified otherwise. This complaint will be used for tracking and trending purposes.